Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A 167 lifetime v-sic occur since implant. A 3 non-sustained tachycardia episodes of less than 220 ms cycle length are recorded between 2012-(B)(6) and 2013-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead programming was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01, bi-ventricular implantable pulse generator, (B)(6) 2011; 419688, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.